Manufacturer narrative:
The review of the prismaflex hf1000 set device history record for lot number 14e0603 shows that no manufacturing anomaly was recorded regarding this lot number. The complaint history files show that another complaint related to an external blood leakage from the bubble trap was reported for lot number 14e0603. Three blood contaminated prismaflex hf1000 sets related to these two complaints were returned in the same box for investigation. A pressure test was performed on the return line (including bubble trap) in order to identify a leakage. No leakage has been detected during our samples analysis. The bubble traps were not damaged. There is clotted blood inside the bubble traps. The exact root cause of the reported event remains unknown and we have no indication of a general failure on this lot number.

Event description:
During crrt the prismaflex hf1000 set came apart where the replacement line connects to the deaeration chamber. The nurse was at the bedside when the external leak occurred. Treatment was stopped and the blood from the extracorporeal circuit was not returned to the patient resulting in an estimated blood loss of 165 ml. The patient was not symptomatic and did not require any medical intervention as a result of the blood loss. The customer declined to provide further information.